Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer¿s blood glucose was 595 mg/dl. This was addressed by the customer drinking water, loading a new cartridge and resuming insulin. Reportedly, the customer continued to use the pump for insulin therapy.